Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the battery was replaced on (B)(6). The cause was still not determined. Rep will see the patient (B)(6) for follow up and will know more then. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the orientation reset again, it was not determined. Patient will be having appointment with health care professional (hcp) on (B)(4) 2007 to discuss . More information will be provided then. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is doing well post-op. The sensor has been activated and she is not having any problems or concerns with new battery. The patient's weight is unknown. This information was confirmed with the physician. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient was feeling appropriate stimulation on all positions except when lying on their right side, as they would feel a pulsating sensation. The manufacturer representative reported that all impedances were within normal range with values less than 1,000 ohms. It was further reported on (B)(6) 2018 that the manufacturer re-oriented and reset the positions and tested them in office the day prior, and they all appeared to be fine. When the patient went to lay down their stimulation turned off and when they checked it, the settings were at 0.0v. The patient changed positions and it went to 0.1v, and then to 6.4v after they moved again. The manufacturer representative stated that the implant was not loose in the pocket and reiterated that impedances were normal. The manufacturer representative mentioned that there was a position without an assigned amplitude, which was lying front. It was suggested that the patient try therapy without adaptive stimulation enabled. It was noted that the pulsating sensation started about three weeks prior to the date of this report. No further complications were reported or anticipated. Indications for use are spinal pain and rsd/causalgia-complex regional pain syndrome.